Event description:
Patient was revised to address a broken tibial stem.

Manufacturer narrative:
PMA/510k; depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted devices confirmed fracture. The devices fractured due to material fatigue. No material defects were observed that could have contributed to the fatigue fracture initiation and propagation to failure. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.